Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed their left ventricular (lv) lead was exhibiting a high capture threshold. The patient was asymptomatic. A chest x-ray was preformed which showed no abnormalities. Programming changes were made. The patient was stable throughout.